Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. It was noted that the set screw was missing. (B)(4).

Event description:
It was reported that impedance values for the right atrial (ra) lead have increased significantly. The physician suspected a possible fracture, and a lead replacement procedure has been scheduled. The ra lead was programmed off, and remains in the patient. No patient complications have been reported as a result of this event. It was later reported that during follow-up by the clinic, the ra lead had non-physiologic intervals and was explanted and replaced. It was also reported that during the lead replacement procedure, the physician was unable to re-engage the device set screw to re-connect the right ventricular lead; it was noted the set screw was not engaged in the threads. The device was explanted and replaced.